Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated the device had been explanted and was returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device went into storage mode. The device displayed a fault code due to a charge time of greater than 45 seconds. It was reported that the patient was not compliant with follow up. The patient was scheduled for a device change out. As of today, the device remains in service. There were no adverse patient effects reported.